Event description:
It was reported three hundred times that prior to using the bd veo¿ insulin syringes with bd ultra-fine¿ needle 3/10ml 6mm (15/64") 31g u-100 1/2 unit 100count, foreign matter inside the barrel was observed. Before use, the customer discovered liquids inside of the barrel and the liquid comes out when plunger is pressed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device, lot #: 1144160. Medical device expiration date: 30-jun-2026. Device manufacture date: 24-may-2021, medical device lot #: 1242719, medical device expiration date: 30-sep-2026, device manufacture date: 30-aug-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported three hundred times that prior to using the bd veo¿ insulin syringes with bd ultra-fine¿ needle 3/10ml 6mm (15/64") 31g u-100 1/2 unit 100count, foreign matter inside the barrel was observed. The following information was provided by the initial reporter: before use, the customer discovered liquids inside of the barrel and the liquid comes out when plunger is pressed.

Manufacturer narrative:
Investigation summary: customer returned images of two separate 0.3ml syringes. No lot identification was available for either syringe. One syringe shows a bead of a clear liquid toward the tip of the syringe on its needle. The other syringe has had the thumbpress on the proximal end of the plunger rod break off. A review of the device history record was completed for batchs 1144160 and # 1242719 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of foreign matter. A definitive root cause cannot be determined.